Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that device is not alarming for an occlusion. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary : the report that the device failed to alarm occlusion was not confirmed during the investigation. The issue could not be further investigated or tested, as no device was returned for investigation. The inspection could not be performed as no device was returned for investigation. Testing could not be performed as no device was returned for investigation. A review of the suspect event and error logs could not be performed as no device was returned and no logs were provided to bd for investigation. The bd alaris system user manual v12.3 states within warnings, use lowest occlusion pressure settings when infusion at low or very low flow rates. High occlusion pressure settings result in longer time to alarm when an occlusion occurs. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported failure to alarm occlusion was not determined since no devices or logs were returned for investigation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that device is not alarming for an occlusion. This was reported to bd representatives during their site visit. There was patient involvement but no harm.